Manufacturer narrative:
Product analysis: it was determined at analysis that the analyzer failed the functional test. The analyzer . Out of specification electrical. The analyzer was replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was unable to maintain telemetry with a device. The radiofrequency head was replaced but the issue remained. The programmer was returned for service. It was further reported that the analyzer subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.